Manufacturer narrative:
Tip of the corsair catheter including the tip marker was broken off. The returned shaft was found squeezed, suggesting that excessive squeezing force was given to the shaft. Lot history review revealed the catheter was inspected during the production process for meeting the product's release criteria. It is presumed that excessive rotational manipulation was applied to the catheter while its distal end was caught in the vessel, resulting accumulation of torsional force at tip and the shaft, then breakage of the tip due to the force exceeded the product design limit. IFU describes in the section of contraindications and prohibition; "do not use in advanced calcified lesions." Warning section describes; "if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulation and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter." "Do not turn the catheter in the same direction either clockwise or counterclockwise for more than 10 consecutive times. If resistance is felt while turning the catheter do not proceed with further rotation event if 10 turn limit has not been reached."

Event description:
To a highly calcified cto lesion at rca, corsair catheter was advanced from left coronary artery by retrograde approach, distal end of the guidewire that had been advanced was externalized. After stenting to the target lesion, when removal of corsair catheter was performed, tip separation was noticed. Physician attempted removal of the separated portion, however it was unsuccessful. The separated tip of the catheter was finally kept remained in the vessel by physicians decision.